Manufacturer narrative:
Initial report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 01-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated he went to the doctor last week because he did not trust the results. The doctor checked the customer's blood glucose and gave a result of 130 mg/dl undisclosed if fasting or non fasting.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 74 mg/dl and back to back blood tests of 144, 135, 120 and 134 mg/dl. The customer did not know what his expected glucose range should be. The customer felt well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results at time of initial call. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 68 mg/dl and 71 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/17/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).